Event description:
It was reported that the insulin pump alarmed no delivery due to a bent canula. The blood glucose reading was 400 mg/dl to 500 mg/dl. The customer treated the high blood glucose levels with a manual injection and changed the infusion set. The alarm was resolved by a complete set change. Advised the customer to call when the alarm occurs in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.